Event description:
The customer reported the table leg extension accessory was very difficult to remove from the table. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension accessory was replaced. The system was then found to be working as intended.